Event description:
Dear bernard, the above set of t1 was shown buzzer failure during power up progress, we found out the buzzer on the mainboard was detached as shown in the picture. Should I replaced the mainboard as a whole or just replaced the buzzer? If mainboard should be replaced , please proceed a rga. Best regards rocky service engineer legendmaster

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be damaged buzzer during disassembling the device. In consequence replace control board corrected the issue. There was no patient or user harm.